Event description:
It was reported that the defibrillator analyze button was inoperative. The device would not be able to provide defibrillation therapy in AED mode. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main control keypad assembly and observed proper device operation through performance and functional testing. The device was repaired and returned to the customer for use. Physio-control further evaluated the removed assembly and determined the cause for the reported malfunction to be external damage to the charge button. The shorted charge button switch dome was flattened and stuck in the on position to disable several other critical buttons necessary for defibrillation therapy delivery.